Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose ranged from 570 mg/dl and experienced vomiting. Elevated blood glucose was addressed with a correction bolus via the pump. Customer changed pump supplies to address the issue and resumed insulin delivery.